Event description:
Reporter alleges pt has capsular contracture and states mammogram shows rupture. Additional information received states pt underwent surgery to remove her silicone breast implants and the left implant had ruptured with extravasation of silicone.